Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The x-ray tube was worked on. No conclusion can be drawn as further repair information is unavailable.

Event description:
The customer reported that the 7900 system needed an x-ray tube replaced. No patient injury was reported.